Manufacturer narrative:
Information added or updated to section h6 (type of investigation, investigation findings, and investigation conclusions). Corrected information in section h6 (type of investigation). The code "4114 - device not returned" was removed. H11: additional manufacturer narrative: the device history record review was completed, and the device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The instructions for use (IFU) were reviewed, and no inadequacies were identified with regard to warnings, contraindications, or the directions and conditions for the successful use of the device. The reported type of event is included in the IFU. The device was not returned for evaluation. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of these processes is calcification and material degradation. Svd is an acquired condition intrinsic to bioprosthetic valves and is characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction, manifesting as stenosis or regurgitation, with a consequent reduction in hemodynamic performance of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than manufacturing issues. Events associated with device design, manufacturing, or use error typically manifest earlier in the implant duration. There is no evidence to suggest that a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient-related factors, including age, coronary artery disease, dyslipidemia, diabetes, and atherosclerosis. As no edwards device defect was identified, corrective or preventive actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. As confirmed by the sales rep, the device has been lost. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from spain, this 3300tfx23mm valve, implanted in the aortic position, was explanted after an implant duration of four (4) years and eight (8) months due to calcification on the free margins of the three leaflets, which led into severe stenosis and mild regurgitation (ava by planimetry 1.0cm2, indexed 0.45cm2/m2). The patient presented with dyspnea, fatigue, and angina before the reintervention. A bioprosthetic valve was implanted in replacement, and the patient was noted as to be stable, soon to be discharged.